Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. Cts asked customer to reconnect the tubing to the luer lock and confirm a straight and tight connection. The customer continued the fill tubing and was able to observe drops at the end of the tubing. There was no reported impact to the customer's blood glucose level.